Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: an investigation was not performed as the devices were not returned to the manufacturer and they are no longer available. Results: without the devices, it was not possible to confirm the reported fault. A lot check revealed no other complaint for lot number 100311. Conclusion: there was not enough information provided by the customer to determine the root cause of the reported fault. All breathing circuits are electrically tested during production and those that fail are rejected. The complaint devices would have passed the post-production test. (B)(4). Device not returned to manufacturer.

Event description:
A hospital in (B)(6) reported via our distributor that two rt100 adult breathing circuits would not heat. This was found before use on a patient.

Event description:
A hospital in (B)(6) reported that two rt100 adult breathing circuits would not heat. This was found before use on a patient.